Event description:
Pneumoboots and pump malfunction: pt had pneumoboot stockings on. Cooling mode turned on at approx 11:45 pm. At 1250 during assessment of pt by nurse, she noted feet bilaterally were blue. The pneumoboots did not deflate properly, resulting in compression of pt's leg. Pneumoboots removed. No resulting injury.